Event description:
The user facility reported that the automated impella controller (aic) had a controller error. The aic was swapped out.

Manufacturer narrative:
The investigation into the controller error (yellow alarm) has been completed. Product was returned and investigated. Data logs were reviewed, there were impella position in aorta and intermittent suction alarms. Neither of these alarms would have advised the console swap. There was no issue found during the case. The device functioned operated to specifications. This report is being filed as part of a retrospective review of historical records.